Event description:
It was reported that the patient was recharging every 4-5 days and now every 3 days. The recharge interval longevity calculator showed an expected 4.5 days. Additionally, impedance measurements of >2000 ohms on a couple of combinations that were not being used by the patient were found. It was suggested to run an exhaustive impedance test. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3778, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk. Lead: model 3778, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk. Patient programmer: model 37743, serial # (B)(4), implanted: na, explanted: na.

Event description:
Additional information received reported it was believed that the programs the patient used most had a pulse width of >600 and a rate of 100. These settings were adjusted down and the patient was comfortable and receiving good pain coverage. The patient was sent home to see if the new settings would help increase the recharge intervals.